Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm reading was 3.2 mmol/l and the bg reading was 1.3 mmol/l. The pediatric patient was sleepy tired and could not stay awake, and lost consciousness. The parent treated the patient with unspecified medication and food and called an ambulance. The patient was taken to the emergency department. There was no medication provided and the patient was only monitored. The patient was discharged the same day. At an unspecified time of the event the cgm reading was 19.2 mmol/l and the bg reading was 12.8 mmol/l. At the time of the report, the patient was at home doing okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, clarified information was provided on 04/10/2025. It was reported that the patient was treated with glucogel and glucagon emergency injection by the parent. The cgm reading was 19.2 mmol/l and the bg reading we 12.8 mmol/l the night before the hypoglycemic event occurred. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).